Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments to the lower abdomen and left and right flanks in 2017 and in 2021 using the cooladvantage plus, coolcurve plus contour applicators and was diagnosed with paradoxical adipose hyperplasia approximately seven months after the treatments in 2021. The patient first noticed symptoms four months after the treatments in 2021. The tissue was described as cold and firm. Visible enlargement with clear demarcation and bulging was observed.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the low abdomen and flanks on (B)(6) 2021 using the cooladvantage and cooladvantage+ applicators with coolcurve+ contour and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data: a6, b5 (treatment date, applicator), d1, d8, g1, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.